Manufacturer narrative:
(B)(4). Date sent: 10/20/2023. D4: batch # 445c53. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee45a device was returned with no apparent damage and with a gst45g reload not loaded on the device. The reload was received fully fired with some b-form staples on the reload deck. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. The event described could not be confirmed as the device performed without any difficulties. No malformed staples were observed. Device history review: a manufacturing record evaluation was performed for the finished device batch number 445c53, and no non-conformances were identified.

Event description:
It was reported that during a left thoracotomy for upper lobectomy. Staples did not fire correctly, small section of bronchus was repaired with sutures. Nobody was injured, the patient was stable, the stapler had been used prior to the green reload and was working as usual. The stapler was not used again as it was no longer required.

Manufacturer narrative:
(B)(4). Date sent: 9/8/2023. D4: batch # unk. Additional information was requested, and the following was obtained: could you please provide more information to " staples did not fire correctly"? Did the device deliver any staples? If yes, were the staples formed properly? Unknown. If yes, was the staple line complete? Unknown. Did the device cut? If yes, was the cut line complete? Unknown. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Unknown. Was there any difficulty opening the device? If yes, how was the device removed from the patient? Unknown. If yes, did the jaws eventually open? Unknown. Is the current patient status known? Patient is fine, went home the next day was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No a manufacturing record evaluation was performed for the finished device lot/batch number, a9d38u, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.